Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from (B)(6) of sterile asymptomatic peritonitis in a patient coincident with physioneal 35 therapy. On (B)(6) 2011, the patient experienced sterile asymptomatic peritonitis, manifested by cloudy effluent, which did not require hospitalization. The patient was treated with ampicillin, tobramycin and vancomycin. On (B)(6) 2011, extraneal viaflex was added to the patient's pd regime. It was not reported whether the peritonitis resolved. The physician stated that the event of peritonitis was possibly related to physioneal therapy, not dianeal therapy as previously reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed because the cause was no device malfunction or use error identified. There was no batch review or sample evaluation for the disposable set. The event description did not state any apparent use error or other issues that could have caused contamination that resulted in peritonitis.